Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this left ventricular (lv) lead exhibited high out of range pace impedances and loss of capture. No asystole was observed and the impedances were greater than 3000 ohms. The lv lead was surgically abandoned and replaced. During the revision, the lead was tested via a pacing system analyzer which confirmed the observations. No additional adverse patient effects were reported.